Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient experienced aligner cutting open their gum. Filing of aligner did not help. Aligner is not fitting proper after filing of the aligner.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.